Manufacturer narrative:
We cannot confirm or deny that liquiband surgical s caused a serious injury. There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
Allergic skin reaction (itching, redness and papules) occurred 3 days after surgery on herniated disc, around the scar, in a woman with a history of allergy (medicinal product). Follow-up information received: at the follow-up visit, the wound was well closed but some residual blister marks were noticed. According to the neurosurgeon, the outcome was resolved with local corticosteroids and oral antihistamines in 15 days.

Manufacturer narrative:
We cannot confirm or deny that liquiband surgical s caused a serious injury. There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
Allergic skin reaction (itching, redness and papules) occurred 3 days after surgery on a herniated disc, around the scar. Patient treated with oral antihistaminics + local corticosteroid.